Event description:
It was reported that the patient was hospitalized subsequent to receiving a shock from the implanted device. Following the shock the device was emitting tones every eight hours. The patient's condition was stable. Additional information is being requested.